Manufacturer narrative:
Additional information: system evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the spine application exited unexpectedly on the navigation system. The site was verifying instruments when the issue occurred. There was no delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.